Event description:
Baxter field service engineer reported an incident of a free flow at the facility. The pump was received in the biomed department with a report from the nurse stating "right sided pump would not regulate drip rate. IV secondary bag was basically free flowing. Tubing was connected correctly". No pt injury resulted and there is no adverse outcome associated with this report.